Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. Gross visual, microscopic and functional evaluations were performed. Cracks were noted within the introducer needle hub. Upon infusion, small leaks were observed from the introducer needle hub. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fluid leak, suction issue and identified fracture issue. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 09/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the puncture needle allegedly leaked. It was further reported that the device allegedly failed to aspirate. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the puncture needle allegedly leaked. It was further reported that the device allegedly failed to aspirate. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.